Event description:
The facility indicated the head section will not rise above 40 degrees.

Manufacturer narrative:
The facilities stated the head section will rise in calibration mode. The facility declined additional assistance and troubleshooting from hill-rom.